Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second soft key from the left on a spectrum iq pump was not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an 2nd soft key rom the left not working was reproduced observed the 2nd soft key from the left was not-functional. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad keys and. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.